Event description:
The customer complained of a questionable result with one patient sample when tested with the total psa - total (free + complexed) psa - prostate-specific antigen (tpsa) reagent. The initial tpsa result was 65 ng/ml. On (B)(6) 2013 the customer retested the sample with a result of "about 5 ng/ml." The customer stated the patient had been around 5 ng/ml historically. The customer would not provide information regarding which result or results were reported outside the laboratory. The customer stated there was no death, injury, illness, or deterioration in health associated with the erroneous result. The customer would not provide any information when asked if the patient had been harmed by any action taken. The customer did not provide the lot number or expiration date of the tpsa reagent when asked.

Manufacturer narrative:
The result of 5 ng/ml was reported outside the laboratory. The sample was retested and again yielded a result of 5 ng/ml. There was no adverse event and or treatment change due to this issue. Due to a lack of information provided by the customer a specific root cause could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).